Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump goes into 'full drip' (free flow) during therapy (medication, dose, rate and volume unknown) in the emergency room. This over infusion resulted in the patient becoming agitated and confused. The device was immediately removed from the patient and from service. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported free flow which was not reproduced. The device underwent flow rate testing and was found to infuse within specifications. No failure was found. Should additional relevant information become available, a supplemental report will be submitted.